Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include varying auto-capture voltages, pacing rate, amplitude, pulse-width, and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that during a routine in-clinic appointment, this device was noted to have an estimated remaining longevity of more than one year. At the next regularly scheduled appointment, the device was found to have reached end of life (eol) battery status. The faster-than-expected change in battery status was suspected to be related to the auto capture feature. This pacemaker was explanted and returned to boston scientific for analysis. No additional adverse patient effected were reported.